Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer stated that the bed was wet and leaking was coming from somewhere. Specifics are unknown. There was no injury to the patient. No additional information is available.

Manufacturer narrative:
Since the affected lot number was identified as unknown, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. One used catheter was received for analysis and investigation. A visual inspection revealed that the sample came with an adaptor that does not belong to the original product and there was blood residue on the device. In addition, a physical evaluation of the sample revealed bubbles due to a hole identified just below the strain relief. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. Based on the available information, a root cause relating to the manufacturing process could not be identified. However, a potential root cause based on our investigation and replica is that the instructions for use were not followed adequately by the customer. This complaint will be used for tracking and trending purposes.